Event description:
Information received by medtronic indicated that the insulin pump had a crack on the back. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 customer called in with the following concern: patient noticed a crack on the back of pump. No further concern was recorded. P-cap locked in place properly during testing. Unit passed displacement test. Unit received with cracked case (battery tube), cracked battery tube threads, scratched case and corroded battery tube. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection it was determine that ingress of water corroding motor assemblies, and electronic assemblies. In summary, customer allegation for cosmetic damage was confirmed during visual inspection when cracked case (battery tube) and cracked battery tube threads were noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.